Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal renal angioplasty (ptra), a palmaz genesis (sds amiia genesis 4.0x18 142cm) was attempted to be implanted but would not cross the lesion. The device was removed and attempted to be implanted again, but it was found that the stent edge was turned up. The device was replaced with a new unknown device to successfully complete the procedure. There was no patient injury reported. The product was not returned for analysis. A product history record (phr) review of lot 17402380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) failure to cross¿ and ¿stent strut uplift¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal renal angioplasty (ptra), a palmaz genesis (sds amiia genesis 4.0x18 142) was attempted to be implanted but would not cross the lesion. The device was removed and attempted to be implanted again, but it was found that the stent edge was turned up. The device was replaced with a new unknown device to successfully complete the procedure. There was no patient injury reported. The device was clinically used and has been discarded in the hospital due to infectious disease, so will not be returned for analysis.